Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient list was not appearing. A technical support specialist (tss) reported that remote access was established to listed stations, and the service startup settings were reviewed and corrected by setting them to automatic where required. The tss confirmed that the stations were functioning properly and that the issue with patients not appearing was resolved and noted that the case would remain open as requested. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system patient list was not appearing. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.